Manufacturer narrative:
G4. Additional 510(k)#: k222591. Investigation summary: bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and of the complaints received, only one complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The complaint is unconfirmed based on retention samples and batch history record review results. Bd bactec¿ media are manufactured following good manufacturing practices, which include multiple in-process quality checks and an autoclave moist heat sterilization process previously validated following iso 11134 standard. Additionally, all bd bactec¿ media released for sale must pass quality control testing by procedures conventionally utilized for this type of product, including methodology and control atcc cultures specified in the clsi standard, quality assurance for commercially prepared microbiological culture media. Controls are also used during each performance testing. This product met bd diagnostics, diagnostic systems stringent quality standards at time of batch/lot release. No corrective actions were required. A cross-functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), a bottle was contaminated. There was no report of patient impact.